Event description:
A blood leak occurred between the blood line and the patient catheter. The patient lost approximately 500 cc of blood; the patient's blood pressure dropped and saline was administered. No blood transfusion was required. In 2005 the center director stated that the equipment did not contribute to the event.